Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says they are seeing a message saying to "replace batteries" in the controller, and says this happens with/or without the recharger telemetry module (rtm) plugged in. They said this started happening a couple of weeks ago. Pt has already tried taking battery pack out and reinserting which doesn't resolve. It was reported that they had received the li battery replacement, then their device worked for about 3 days before they started receiving the error message again that the battery needs to be replaced after they received the battery replacement. Pt said it takes them an hour to charge the ins up 10% and their rtm gets hot while recharging. Pt stated they got the replacement recharger (rtm) and it's no longer heating up, and it worked to charge patients implant. Pt says they then charged controller overnight but today it says to replace batteries again. Pt reviewed they have already been sent out a battery pack. Since the pt has been sent out a new battery pack and rtm, a replacement controller was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# )b)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) found no issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.